Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic issue was most likely a defective 4in1 board. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported patient was placed on impella cp with smart assist for hemodynamic support. While on support the console alarmed controller error and placement signal was no longer present. The nurse switched to a backup console and placement signal re-appeared. No reported of patient injury or harm.